Event description:
Top part of the cylinder brush head fell apart inside mouth [device breakage]. No adverse event. Case description: a (B)(6) year old male reported that while using an oral-b vitality series toothbrush, the top part of the cylinder of an oral-b dual clean brush head fell apart inside his mouth after one month of use. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore, unable to proceed with product investigation at this time. Full eval will occur upon receipt of the returned product.